Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, that there was a lead impedance out of range alert, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that there were high and unstable thresholds, a possible lead fracture, and a question as to subclavian crush. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.